Event description:
It was reported the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: defibrillator (ICD), implanted: (B)(6) 2006. Product ID: 5076-58, implantable pacing lead, implanted: (B)(6) 2006. Product ID: 419388, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).